Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of tissue damage and unchanged mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated, and the reported partial clip movement appears to be related patient anatomy. The unchanged mr was due to the procedural conditions. Lastly, a definitive cause for the tissue damage cannot be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices are being filed under separate medwatch reports.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) grade 3-4. The first clip delivery system (cds 90325u189) was advanced to the mitral valve. The deployment sequence was started. After 10-12 inches of the lock line was removed, resistance was felt and the lock became stuck. The clip was successfully deployed; however, after the gripper line was removed, it was suspected the clip opened a few degrees (less than 10 degrees) but remained stable on the leaflets. An attempt was then made to remove the cds over the lock line; however, the lock line was noted to be broken and stuck in the delivery catheter. The cds and lock line were successfully removed together. The mr was 2+. Due to the issue with the first clip and to further reduce mr, an additional cds (90318u154) was advanced and placed lateral to the first clip. After placement, it was noted that both leaflets became friable and mr returned to a grade of 3-4. The clip was not implanted and the cds was removed. A new cds (90323u148) was advanced to the mitral valve and the leaflets were grasped; however, the posterior leaflet disintegrated. The clip was deployed and remains attached to the anterior leaflet and partially attached to the posterior leaflet. The patient is stable. Two clips were implanted and the mr remains at 3-4. No additional information was provided.